Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test inches. The unit powered up properly after the test battery was installed. Unit was also programmed and monitored for 1 day. No unexpected blank display noted. Unit responded properly to button presses. No unresponsive buttons noted during testing. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Unit had cracked case at display window corner and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a blank display and an unresponsive keypad. Customer's blood glucose reading was 113 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Product is being returned and replaced.